Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation(mr), calcified prolapsed leaflet and commissural jet for mitraclip procedure. During the procedure, a mitraclip was implanted on the anterior and posterior leaflet 3 (a3/p3) and it was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the posterior leaflet. The final mr was grade 4. ER the physician, the slda was due to the pre-existing patient anatomy of leaflet calcification. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a caused for the reported single leaflet device attachment (slda) was due to the pre-existing patient anatomy of leaflet calcification and commissural jet. The reported mitral regurgitation was a cascading events of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code 2199 was removed, and code 4614 was added.